Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that approximately three years after the lead was inactivated, a chest x-ray was performed and it was noted that the lead had fractured. The onset of fracture was unknown.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited rising and high thresholds. The lv lead was inactivated. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.